Event description:
A report was received that the patient was explanted due to discomfort and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-70 serial#:(B)(4) description:artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.